Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a stage two procedure, they were unable to pass the boot over the top of the lead due to the placement of the lead end cap. The lead was stuck somewhere under the scalp and the hcp did not want to pull on the lead over feat of damaged the lead. The lead was connected to the extension without a boot covering it. The system was connected and impedances were measured to be good. The hcp did feel the lead had enough give and they could not manipulate the lead enough without moving the electrodes.